Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During use the staples would not come out of the device. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73f1600484 was manufactured on (B)(6) 2016 a total of 9,000 pieces. Lot was released on (B)(6) 2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the trigger partially engaged. The staples appeared to be slightly misaligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 35 staples left in the cartridge indicating that 0 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The partially engaged trigger was squeezed using hand pressure. Upon full engagement of the trigger, a staple was properly formed. However, the trigger got other remarks: stuck and the staple was unable to release. A piece of plastic broke off and fell out from between the frame and trigger. After squeezing the trigger a few more times in an attempt to get it unstuck, the trigger was returned to its normal position and the staple was released. The stapler was disassembled and it was found that the piece of plastic broke off of the trigger near the pawl. Due to this, the pawl was spun around and caused the trigger to get stuck. The stapler was reassembled and the remaining staples were fired. All of the staples were able to fire. However, the trigger would continue to occasionally get stuck due to the plastic piece breaking off. It appears that since the sample was received with the trigger partially engaged, the constant pressure of the trigger and pawl caused the part of the trigger to break off and spin the pawl around. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "stapler was stuck during use" was confirmed based upon the sample received. The returned stapler was able to fire all of the staples, but the trigger would constantly get stuck when it was engaged which made it difficult for the staples to release. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No errors could be found in the assembly. The stapler was received with the trigger partially engaged. Therefore, based on the condition of the sample received, operational context caused or contributed to this event.

Event description:
During use the staples would not come out of the device. The patient's condition was reported as fine.